Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event occurred prior to surgery.

Manufacturer narrative:
Additional narrative: the customer's complaint that the ((B)(4)) small battery drive won't release attachments was confirmed. The device was evaluated and the complaint was substantiated. The catch springs are most likely damaged from normal use over time. Device was returned to customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacture date of this item is 3-mar-2008. The source of the manufacture date is the release to warehouse date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The small battery drive will not release. Report received stating the device will not release. The event occured during surgery. There was not surgical delay or harm to patient noted. This is report 1 of 1 for complaint (B)(4).